Event description:
It was reported that the device was found in back-up vvi mode while still in the box. The device was not implanted.

Manufacturer narrative:
UDI (di): (B)(4).

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench, and no anomaly was found. The cause of the parity error could not be determined.